Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history record review and referring to known similar events, it was presumed that torsion was likely applied on the concomitant tornus microcatheter. As the movement of the tip of the gaia next 2 was restricted by the heavily calcified lesion, the gaia next 2 might have been rotated together with the concomitant tornus. Consequently, the coil of the subject segment could be loosened and stuck in the lesion, making it difficult to remove the guide wire. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ difficulty in removal.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily tortuous, heavily calcified chronic total occlusion (cto) in the mid left anterior descending artery (lad). As the procedure performed a couple of months before to cross the lesion via retrograde approach was unsuccessful, antegrade approach was attempted. Guide wire escalation was performed from an asahi sion blue guide wire to an asahi gaia next 2 guide wire and then an asahi gaia next 3 guide wire. After crossing the lesion to the diagonal branch, the guide wire was then swapped back to the gaia next 2 guide wire. Multiple attempts were made to introduce asahi corsair pro xs microcatheters, followed by teleflex turnpike gold microcatheter which would not advance. An asahi tornus microcatheter was then used and passed very slightly, it was hard to tell, however it would not go any further. It was then noticed the gaia next 2 guide wire would not move and a bunch of the wire had formed at the point of the proximal cap of the cto where the tornus microcatheter was pushing. All attempts were made to introduce a guide extension catheter however it was not able to be introduced to the site. The physician tried to balloon at the proximal end using a 1mm kaneka medix ikazuchi balloon catheter, however it did not work. Further attempt using an asahi gladius mg guide wire, which was knuckled in the subintimal space to dislodge the wire from calcium, was also unsuccessful. The physician then tried to snare the wire, which also did not work, it ended up pulling on the lad. The patient responded with bradycardia and pauses of 2 seconds. The rhythm then recovered. After much discussion and 5 hours in to the procedure, the physician decided to send the patient for surgery to remove the remaining wire as they did not want to break the wire using counter clock torque technique at that point in the vessel. When the surgeon tried to pull on the gaia next 2 guide wire from the aorta during the surgery, the guide wire would not move. As the guide wire was well and truly trapped in the calcium, the tip of the guide wire was then intentionally cut to remove the proximal side of the guide wire. The patient was in good condition. Another procedure was planned to stent the lesion in the lad and embed the remained wire tip against the vessel wall at a later date.